Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a balloon aortic valvuloplasty, the balloon allegedly had difficulty being inserted through the sheath. Another device was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the proximal portion of the outer jacket to be peeling toward the distal tip. The device was functional tested by advancing the catheter and guide wire through an in-house sheath, which passed without issue. However, slight resistance was noted during retraction, caused by the peeled outer jacket. This observation will be considered incidental because the device was damaged prior to functional testing, and retraction issues would be expected. Therefore, the investigation is confirmed for the peeling outer jacket, but unconfirmed for the reported difficult to insert issue. The definitive root cause for the identified peeled outer jacket could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 ( expiry date: 11/2019), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a balloon aortic valvuloplasty, the balloon allegedly had difficulty being inserted through the sheath. Another device was used to perform the procedure. There was no patient contact.